Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt, material deformation and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6).